Event description:
It was reported that the patient had phrenic stimulation. It was also reported that the left ventricular (lv) lead had no capture and was dislodged. The lv lead was disabled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.